Event description:
A female underwent initial aaa repair in early 2008. One flex main body and two iliac leg grafts were placed. During the initial procedure, the angio room went down and a c-arm was brought in. The physician felt he had placed the graft too low during initial placement and could not appreciate a type I endoleak at the time. A proximal type I endoleak was noted on a follow-up scan so on seven months later, the physician placed a renu ancillary graft. No other details available at this time. Pt is fine.

Manufacturer narrative:
Add'l info: each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically states that inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to user error.